Event description:
It was reported by the customer that a pyxis anesthesia es system had a slow computer takes a long time to load. The customer stated that the time to log into station says it can take up to 5 minutes to register log in and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station having the slowness issue whenever login to station and access medications. The technical support specialist guided the customer in accordance with the ka 000008629 and rebooted the station and confirmed that the issue was resolved after rebooting login was faster now. The system functioned as intended after the technical support specialist troubleshooted the device